Manufacturer narrative:
It was reported a staff member wore a face mask for eight hours while at work. The staff member developed redness and itching where the mask touched skin. The staff member did receive an antihistamine via intramuscular injection to treat their symptoms. Sample was received and a root cause could not be determined. It is unknown if the wearer has any known allergies or sensitivities that may have contributed. Due to the reported medical intervention and in an abundance of caution this medwatch is being filed.

Event description:
It was reported a face mask caused and allergic reaction.